Manufacturer narrative:
The reported issue is currently under investigation. A follow-up will be filed when add'l details become available.

Event description:
It was reported that the 6800 system experienced intermittent lock up with the collimator cone field. Reboot was required and case was completed. There was no report of pt injury.